Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7131943, UDI: (B)(4).

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient developed bilateral edema within two weeks postoperatively, which was effectively resolved following corticosteroid therapy. Additional information was received indicating that the bilateral peri-lead edema persisted for a duration of approximately one week to one month prior to resolution. The patient also experienced urinary incontinence as a result of the event. Initial symptom improvement was observed within 5 to 7 days to 1 month following the onset of treatment.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition.

Manufacturer narrative:
Correction to initial MDR bsc aware date (g3): 04jul2025. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7131943, UDI: (B)(4).

Event description:
It was reported that following a deep brain stimulation (dbs) implant procedure, the patient developed localized edema at the distal end of the lead, resulting in inflammation and swelling. Additional unspecified side effects were also reported. Administration of corticosteroids led to significant symptom resolution. Computed tomography (CT) scans were performed to assess the condition. Additional information was received that the patient developed bilateral edema within two weeks postoperatively, which was effectively resolved following corticosteroid therapy.